Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported that during a lumbar laminectomy surgical procedure it was observed that three burr devices were noticed to have little or no diamond coating. It was reported that the drill was being setup at the beginning of the case. It was reported there was a minimal delay to the surgical procedure, and unspecified spare devices were available for use. There was patient involvement reported. It is unknown if the procedure was successfully completed. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.